Event description:
Pt was having a photodynamic therapy of the esophagus endoscopically. Originally but ductospace was placed in a tube. Post treatment it was noticed the fiber diffuser was missing. They were not able to retrieve the piece. However it was visualized in the esophagus under flouro. A second procedure in two days revealed broken piece had passed.